Manufacturer narrative:
(B)(4). The MFR documentation for this device (s/n: (B)(4)) was reviewed and the device met all quality and MFR release criteria. To date, one other complaint (s/n: (B)(4)) was reported for this same failure mode within this lot. The pressure wire device has not yet been returned to the MFR however a full eval will be conducted when the device is received, and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The prestige plus pressure wire was being used with a competitor's guide catheter, as the pressure wire was being removed, the user encountered resistance and the pressure wire was caught on the side hole port of the guiding catheter. The wire and guiding catheter were removed as a unit. After removal, it was noted that the prestige prime wire had caught on the side hole port of the guiding catheter and became unraveled. This was the second of three wires used in this case, the same issue was experienced during the first attempt. Finally, a third prestige prime wire was used to complete the case without complication. Additional info requested indicates that there was no noted damage during visual examination when the wire was removed from the packaging. The pressure wire remained intact, and no components were observed to be protruding upon removal from the pt. All portions of the pressure wire were accounted for. No pt injury or adverse event was reported, and the pt was discharges as expected.